Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the slight blurring is seen as a hazy yellow shadow at 3 o'clock in the field of vision. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image quality is poor and the coverglas of the charged coupled device (r-unit) section is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: coverglas of the r-unit section is broken and therefore the image quality is poor. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.